Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the 10/11mm trocar tore when inserting a camera. A new trocar was opened and the case completed. There was no consequence to the pt.